Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: during investigation, the pump was powered on to a clear and legible display. The pump was opened to find the display undamaged with the flex fully seated in a closed connector. The original complaint of a blank screen was unable to be duplicated. Unrelated to the original complaint, a crack in the battery compartment was found at the threads to the left of the bumper, above the bumper, and at the case seal below the bumper. Additionally, the audio bolus button cover was damaged/punctured. The audio bolus button was responsive during investigation.